Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed on a dialysis patient with known poor warfarin control prior to the index procedure. Transesophageal echocardiogram (tee) was used intra-procedure. Transseptal puncture was performed with non-boston scientific (bsc) devices. Heparin was given immediately after the transseptal puncture. A watchman fxd curve access system (was) was advanced into the left atrium. The activated clotting time (act) result was 277 seconds. A moving and mobile, string-like thrombus was immediately noted from the septal puncture area once the was inside the left atrium. 3000u additional heparin was administered in response to the thrombus. The thrombus was attempted to be aspirated by a pigtail catheter but was unsuccessful. The thrombus was again attempted to be aspirated using a septal puncture sheath but was also unsuccessful. After the was removed to the right atrium, the thrombus also moved into the right atrium where it was no longer observed on tee. The procedure was continued, and a 27mm watchman closure device and delivery system (wds) was advanced, deployed, and implanted. No patient consequences occurred. The procedure was concluded. Directly after the index procedure, the patient had scheduled dialysis during which heparin was administered.